Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report. Same pt event as MDR 8031020-2011-00117.

Event description:
During the ankle external fixation surgery, the curved post was not able to be assembled to the pin clamp. And, the screw of rod coupling was not able to be turned. Therefore, the surgeon used the pin clamp and the rod coupling from the hoffman sterile kit. The surgery was completed.